Event description:
It was reported that the system had a damaged footswitch, a damaged x-ray tube bumper mount and the cross arm brake was not locking properly.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge servicer rep ordered parts and replaced the necessary parts. He also discovered the cross arm brake was not locking properly. He ordered a cross arm brake kit then and removed and replaced the cross arm kit assembly. The machine works as intended.